Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose after a meal announcement, with an incorrect meal size announcement and a recent infusion site change using a teflon set; the cgm read 49 mg/dl while a concurrent fingerstick was 70 mg/dl, and the user received guidance on cgm calibration. Symptoms included slight dizziness and feeling slightly fuzzy. Outcomes included transient hypoglycemia lasting approximately 15¿20 minutes, which was self-treated with oral glucose tablets, with device alerts for low and urgent low prompting awareness; no medical intervention or assistance was required and there was no hospitalization. Investigation included user education and troubleshooting regarding meal announcements, cgm calibration, and use of alerts. Investigation of this case revealed that the event aligned with low and urgent-low cgm alarms in the context of an under-announced meal and recent site change, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including incorrect meal size announcement and sensor calibration variance, with appropriate device alert performance.